Event description:
The customer contact reported unrestricted flow. During testing at the user facility, unrestricted flow was noted when the cassette door was opened. There were no reports of any adverse pt events or delays or critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device mechanism had unrestricted flow when the cassette door was opened. This was due to a disconnected regulator closer. This report represents all the info known by the reporter upon query by hospira personnel.